Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer did not feel well and was nauseous. It was stated that the blood glucose meter was reading approximately 12 mmol/l, and the customer did not check the glucose level. The customer was found in a coma and was rushed to the hospital. No further info was provided.